Event description:
Additional information was received that the echocardiography showed this rv lead was implanted in the left ventricle (lv) instead of the rv. The lead went through the atrial septum, and was placed in the lateral wall of the lv. This patient may have had an atrial septal defect before the lead was implanted. Also, this patient's ejection fraction improved from 32 to 62% since implant, and ventricular tachycardia was non-inducible. The physician decided this patient no longer needed the device, so the entire system was explanted.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observations indicated a complete lead was returned. The proximal shocking coil was separated from the medical adhesive bonding at the distal end, and the distal shocking coil was separated from the medical adhesive bonding at the proximal end. This rv lead passed the direct current (dc) resistance test. The initial allegation of lead dislodgement was not confirmed. The conductive paths were shown to be within specification.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged. A cat scan was performed, and the device had not changed position. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.